Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope ii rt device malfunctioned during use. At the time of femoral fixation, the system did not achieve reduction, making it impossible to secure the graft in the femur. As a result, the tibial screw had to be removed to retrieve the graft, and the entire system was disassembled. This issue resulted in a surgical delay of approximately 30 minutes. To complete the procedure, an ar-1588rt acl tightrope rt implant was opened. The graft was sutured, passed again, and fixation in the tibia was achieved using a new screw. The implant was then successfully reduced. This was discovered during a knee arthroscope and acl procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.